Event description:
A malfunction was reported by the customer, indicating a high blood glucose level that exceeded the display threshold. As a corrective measure, the customer administered a correction injection using an alternate method and did not require third-party assistance. Customer support provided instructions for resetting the device, and after the reset, the malfunction did not reoccur. The customer was informed to continue using the device and advised to contact support if the issue persisted.